Manufacturer narrative:
The investigation for the product damage has been completed. The product was returned and a significant hole was found around the 75 cm mark. Blood was expelling from the area. The root cause of the product damage (hole in catheter) is due to use that most likely occurred from a puncture.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." A2 patient age and a3 patient gender are unknown d6b explant date is unknown.

Event description:
The complainant reported that there was bleeding from the red impella plug. Excessive force was not applied when placing impella cp. The patient outcome is unknown.